Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported three weeks post-implant that the right atrial (ra) lead and right ventricular (rv) lead were dislodged. The ra lead was repositioned and rv lead was explanted and replaced. It was further reported that the repositioned ra lead and replaced rv lead also dislodged. The implantable pulse generator (ipg) system was explanted and replaced with a leadless implantable pulse generator (ipg). Further investigations revealed that the patient had twiddler's syndrome and had caused the ra lead and rv lead dislodgement which was seen on xray. No further patient complications have been reported as a result of this event.